Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, a note on each box says the batteries died, other information indicates that both 60mm guns were loaded with 45mm reloads which caused the guns to lockout, and the assumption was that the batteries died. Case completed with another device and 60mm reloads. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Damaged firing trigger switch actuator post the analysis found that the device was returned for analysis with no cartridge reload present. The device was returned with a non working firing mechanism. The device closed and opened properly during testing. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the switch actuator post was found to be broken leaving the switch actuator lose which would lead the device would not fired. Although no conclusion could be reached as to how the device became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.